Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: delamination, white particles inside of the device, crease fold, wear abrasion. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health care professional reported right side deflation. The device has been explanted.